Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause for the reported event of the difficulty forming a connection and the connection being ¿tight¿ with the heartmate 3 system controller (serial number (B)(6) and the battery clips and mobile power unit (mpu) was unable to be confirmed. The heartmate 3 system controller was returned for analysis. The returned system controller underwent functional testing and were found to function as intended. There was no difficulty connecting the white power cable connector with power sources. The downloaded controller event log file captured a driveline disconnect alarm on 20nov2025 which appeared consistent with the reported controller exchange. There were no other notable events captured, and the controller appeared to support the system as intended while the driveline was connected. The root cause of the event could not be conclusively determined through this analysis. Incidental findings: bent pin on black power connector the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device. The IFU section 7, entitled ¿alarms and troubleshooting¿ under ¿guideline for power cable connectors¿ instructs users to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ section 7 also provides instructions on how to identify and resolve controller clock corrupt alarms. The IFU section 3, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. The IFU section 4, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was an issue with the system controller white power lead. It was stated it was difficult to form a connection, due to the connection to battery clip's and mobile power unit (mpu) being described as tight. The system controller was exchanged. It was noted that the connection had been an issue since the system controller was issued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller was exchanged on (B)(6) 2025.